Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: description of the occurrence (describe the deviation observed, details, and outcome of the case); catheter inserted into the patient after venous access, safety device did not activate upon removal. Date of identification of the occurrence; (B)(6) 2025 quantity identified with deviation; 01 when was the occurrence with the product identified (before starting the procedure, during product handling by the professional/user, during use on the patient, or after use on the patient)? During handling was there any harm to the patient, healthcare professional, user, or others? (Provide details); no was medical and/or surgical intervention necessary due to the occurrence (imaging tests, surgery, administration of medication, etc.)? (Provide details); no please indicate whether the sample that presented the deviation is available for analysis; no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 38182314 and lot number 5045973. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.